Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The event was observed ¿the following day after preparation prior to being provided to the patient¿. No additional information is available.

Manufacturer narrative:
The lot was manufactured from april 30, 2019 - may 1, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.